Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Crimping was performed according to IFU. During procedure, it was difficult to place the 14fr esheath. By using different wires (super stiff and lunderquist), it was possible to place the esheath after a few tries. After that, there were very high push forces while inserting and pushing the commander system through the esheath. After passing the sheath, it was recognized that one stent strut was sticking out. The sheath was ripped for 2/3, and the delivery system and the valve tore the liner and went out of the esheath through the side. It was decided to remove system with esheath through surgery as prevention and use a new 16fr esheath, delivery system, and valve. Implant went successfully. Patient is doing fine.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 component code and investigation conclusions the returned device was visually inspected for any abnormalities and the following was observed: valve and delivery system stuck at sheath's strain relief and shaft. Thv was crimped over crimping balloon. One (1) strut bent outwards at inflow side. A review of imagery was performed, and the following was observed: one (1) strut appeared bent outward. Crimped valve on delivery system appeared bent, likely due to torturous access vessel. The access vessel appears to have a tortuosity bend. Due to the nature of the complaint, no applicable functional and dimensional testing were performed. The complaint for frame damage was confirmed based on the returned device evaluation and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A corrective and preventive action (CAPA) was initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA was closed after demonstrating reduction of frame damaged complaint rate. Although the complaint for frame damage was confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "during procedure, it was felt difficulties to place 14 fr sheath; by using different wires (super stiff and lunderquist) it was possible to place the esheath after a few tries. Then it was noticed very high push forces while inserting and pushing the commander system through the esheath. After passing the sheath it was recognized that one stent strut was sticking out". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Per imagery evaluation review, the patient's access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In such condition, attempts to further advance the delivery system through the sheath can cause damage to the valve strut. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event.